Event description:
Same case as MDR ID#: 2134265-2013-03732 and 2134265-2013-03737. It was reported that during a percutaneous coronary intervention (pci), pullback stopped. Access was obtained via radial artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. An ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. When starting to perform pullback, an abnormal sound was heard from the mdu and the pullback was stopped. The procedure was completed with a different device. No complications reported. The patient's condition stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality; the unit meets specification. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).